Manufacturer narrative:
Patient weight was not available from the site. System logs were analyzed: the system stopped due to an estop fault. This is a device error detection from user panel estop button reported down to the mcu (motion control unit). There are two circuits that connect to the user panel estop each circuit is mostly independent, but must be active or deactivated at the same time. This provides the required safety in case one pole of the switch is broken. If one pole does not switch with the other, an estop fault is generated and the system automatically goes into estop. This is an error that indicates the e-stop button on user panel is not functioning correctly. So the fault should be in the user panel (not the pendant) and its cable connection to the system board (could also be system board itself). The estop button on the o2 user control panel consists of two signals: user_panel_estop; estop_2nd_pole. Both signals must be actuated for the user control panel button estop to be set/reset. In the case where the both signals are not identical, this shall indicate a fault condition. This fault condition will be indicated by an output signal. Software investigation concluded this was a hardware induced event. It was recommended to replace the kit svc o2 panel assy indicator.

Event description:
A site representative reported that the o-arm suddenly went into "motion calibration mode" during a spinal surgery. This happened when they tried to perform a verification 3d scan. The case was completed without the use of the system. No patient harm.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment on 2 occasions. Initial testing could not replicate the issue. Per the previously reported software investigation, the rep returned to replace the panel assembly indicator. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
The panel assay indicator was returned to the manufacturer for evaluation. Testing found that the e-stop functionality would intermittently not change states.

Manufacturer narrative:
(B)(4).